Event description:
A customer reported the control panel intermittently swivels while transporting the epiq cvx ultrasound system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
The philips field service engineer (fse) could not reproduce the control panel locking issue. The fse inspected the control panel arm solenoids and the brake lock sensor, no problems were found. The system was returned to use.